Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the user believed the infusion set or cannula was tangled. However, the user reported that there were no kinks in the tubing or site. The user changed all the supplies. The user's blood glucose level was 228 mg/dl. The user stated that they did not give enough insulin to cover for a meal.